Event description:
(B)(4). It was reported that an in-light camera cover has shown signs of the glass cracking. There was no patient involvement reported and no adverse consequence reported. As three in-light camera covers were reported to have this condition, a second medwatch report will be filed under 2031963-2012-00144, and a third medwatch report will be filed under 2031963-2012-00145.

Manufacturer narrative:
There was no reported patient involvement, therefore, no patient data exists. The camera cover involved in this report has not yet been returned for evaluation. Additional investigation is ongoing. The catalog number provided is for the in-light camera cover, which is the component identified as allegedly malfunctioning. Evaluation summary: the glass of the sterilizable in-light camera cover was reported to have shown signs of cracking. Samples of these cracked camera covers from previous reports have been returned to the manufacturer and visually evaluated although the camera covers involved in this particular event have not yet been returned. Furthermore, a stryker engineer visited a customer account for additional evaluation regarding the use, cleaning, and sterilizing of the camera covers but no conclusion as to the cause of this reported event can be determined at this time. The investigation is ongoing. There was no patient involvement and no report of any adverse consequences to the patient or caregiver.